Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. There was no patient harm reported. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not be started. Remote analysis and review of the system log file confirmed that the reported problem was caused by an an external power failure. Once the external power failure resolved and the system was restarted, the issue was rectified and the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per new information collected this complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. External power failures or outages may occur that can cause the azurion system to not boot up/start upon shut down. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, also a situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system could not be started. No harm was reported to philips. Philips has started an investigation of this complaint.